Event description:
It was reported that on (B)(6) 2022 the patient had melena. A gastroscopy was done, but no source of bleeding was found. The patient had no melena since that. On (B)(6) 2022, the patient had total atrioventricular block after the heartmate 3 implant that required a pacemaker. Additional information was received that the patient's arrhythmia did not result in clinical compromise and the patient recovered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had melena, so a gastroscopy was performed. No source of bleeding was found, and the patient had no melena since. Additional information revealed that on (B)(6) 2022, the patient had to be implanted with a pacemaker because of a total atrioventricular block after the hm3 implant. The arrhythmia did not result in a clinical compromise, and the patient recovered. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.